Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 369mg/dl, 274mg/dl. Tests were done within < 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.